Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported their freestyle flash blood glucose monitor was showing an error 4 message, during the insertion of the test strip. The customer observed the low battery icon. There was no report that any settings stored in the meter changed. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.